Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: please clarify if the noted micromotion is due to a disassociation. Answer for your question: if I understand the question correctly nothing was disassociated. The stem was on the adaptor bolt when it came out of the patient.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening, while in the knee the femoral components were noted to have corrosion. No interface was provided. Both the tibial components and femoral components were revised. When the femur was pulled out, surgeon noticed a lot of corrosion around the femoral stem and adaptor. The surgeon was able to toggle the stem with his hand to replicate micromotion. He then unscrewed the stem and noticed a lot of corrosion on the threads. Original dos was (B)(6) 2012.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.